Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed, the drive feature was undamaged and met specifications. No problem found.

Event description:
It was reported that during an anterior cruciate ligament surgery the tip of the screw driver became stuck in the screw ar-4020c-08 and it did not come off. They surgeon had to break the screw, even saw it off outside the patie because it did not come off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.